Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the suturesnare¿ suture passer, 90°, identified that the tip of the nitinol snare was pulled in and stuck on the tip of the suturesnare. Functional testing was performed, and the wire was able to retract, pushing forward the actuator. However, due to deformation, the snare tip was stuck on the shaft's tip. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces on the actuator, and/or upon insertion.

Event description:
On 01/27/2025, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-6060-90 suturesnare tip was deformed and wire could not be retracted. This occurred during use in a case with no patient harm. This case was completed by using another product of of competing company.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.